Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The freedom driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom driver exhibited a blank screen when batteries were inserted.

Manufacturer narrative:
The customer-reported blank lcd display was not able to be confirmed or reproduced during this investigation as the driver passing all functional criteria. Additionally, the driver underwent battery power up testing with ten different onboard batteries and properly powered up with the lcd display each time. The driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.